Manufacturer narrative:
Additional information b5, h6. D10, h3, h6, h10 h3 device evaluation the complaint component was returned and analyzed. The reported allegation of fluid loss was confirmed via product analysis of the cylinder. That was the result of wear at a fold and avulsion. The other cylinder performed within specifications. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed due to deterioration. A new inflatable penile prosthesis consisting of 16 cm x 9.5 mm cylinder and pump was implanted. The event resolved. Additional information received indicated the old device was not work properly, the inflation or deflation was uneasy. The device was torn and there was fluid loss. The patient got well.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed due to deterioration. A new inflatable penile prosthesis consisting of 16 cm x 9.5 mm cylinder and pump was implanted. The event resolved.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed due to deterioration. A new inflatable penile prosthesis consisting of 16 cm x 9.5 mm cylinder and pump was implanted. The event resolved. Additional information received indicated the old device was not work properly, the inflation or deflation was uneasy. The device was torn and there was fluid loss. The patient got well.